Manufacturer narrative:
A sample was provided for investigation. An interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay was identified. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. This disclaimer is listed in the method sheet in the limitations-interference section.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results from a cobas 8000 e 801 module. The serial number was requested, but was not provided. The sample was submitted for investigation and was tested on a siemens centaur analyzer, a cobas 8000 e 801 module, a cobas 6000 e 602 module, and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. It was not known if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.